Event description:
Pt expired in 2008, due to unk reasons. Ring was implanted in 2004, and explanted in 2007 for an implant duration of forty-four (44) mos. Pt was also implanted with a 6900p in 2004 (see MDR 6000002-2008-08920) no further details were provided. The device will not be returned (discarded).

Manufacturer narrative:
Device not returned.